Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable inr results from his coaguchek xs meter with serial number (B)(4). At 9:12 am the customer obtained a result of 3.6 inr from his meter. At 9:19 am the customer obtained a result of 2.6 inr from his meter. The same finger was used for both results. The customer's therapeutic range is 2.0 to 2.5 inr. The erroneous results were released to the customer's doctor, but the customer stated that they were going to tell their doctor to ignore the results. The customer did not have his treatment and/or his medications changed based on the meter results. There is no allegation of an adverse event. The customer's current condition was provided as healthy. The customer's hematocrit on (B)(6) 2018 was 43%. The customer has had no changes in diet, no new illnesses, has no antiphospholipid antibodies, no lupus, no new medications, and no abnormal bruising or bleeding. The meter and strips were requested for investigation. Replacement products were sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr donor 2 inr: 3.3 inr donor 1 hct: 40% donor 2 hct: 44% donor 1: retention meter with masterlot strips: 2.6 inr customer meter with customer strips: 2.6 inr donor 2: retention meter with masterlot strips: 2.3 inr customer meter with customer strips: 2.1 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 272163) were tested in comparison with the current master. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer used the same finger for both tests. Product labeling says to not use the same finger for repeat testing. This could be a potential cause for the back to back result discrepancy. The investigation was unable to find a definitive root cause.